Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient felt stimulation in the wrong location and wanted to turn the stimulation down as the stim bothered their foot. The patient mentioned their healthcare provider (hcp) had turned in up on wednesday or thursday. The patient had poor communication on the patient programmer (pp) and noted they had never used the antenna because they had never received one. Troubleshooting did not resolve the reported issue. The patient later reported their healthcare provider (hcp) had told them to turn the stimulation off, however they were not able to connect due to the poor communication screen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.